Manufacturer narrative:
Continuation of d10:  product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, inside a patient with severely calcified vascular access with vessel diameters below 6 millimeter's (mm) at multiple segments, the left femoral artery access site was prepared with peripheral orbital atherectomy, percutaneous transluminal angioplasty (pta), and shockwave lithotripsy. The implanting team initially selected a non-medtronic valve platform, but it was not possible to advance an introducer sheath. The strategy was changed to use the medtronic evolut platform and a covered stent was implanted to increase the vessel lumen; however, multiple attempts to advance the medtronic delivery catheter system were unsuccessful, even after placement of a second covered stent along the vascular axis. The team then performed a second attempt using the non-medtronic valve platform, which allowed successful valve implantation.

Manufacturer narrative:
H6 image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. It was reported that vascular access was calcified with vessel diameters less than 6 millimeters (mm). As stated in the instructions for use (IFU), precautions before use: patients must present with transarterial access vessels with diameters that are =6.0 mm when using model d-evolutfx-34. Based on the documentation provided, transfemoral access was not recommended. A complete set of fluoroscopic intraprocedural cine images was available for review of the reported event. Available imaging confirmed that left transfemoral access was selected for the procedure. A preliminary angiogram of the left access demonstrated calcification in the left iliac artery and a possible aneurysm in the left common femoral artery. Evidence of peripheral intervention is observed, including peripheral orbital atherectomy followed by peripheral angioplasty of the left iliac artery. Angioplasty of the left common femoral artery was also performed. An introducer sheath was attempted to be advanced but was subsequently removed, and an additional angioplasty was performed. A peripheral stent was then deployed in the left iliac artery, followed by advancement of an int roducer sheath. Imaging indicates that a non-medtronic valve system was initially attempted but advancement was unsuccessful and the attempt was aborted. An attempt was then made to advance the medtronic evolut delivery catheter system, which was also unsuccessful. Multiple peripheral angioplasties were subsequently performed, after which advancement of a non-medtronic valve system was successful, and the valve was implanted. Final peripheral angiography demonstrated no evidence of vascular injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle fully closed. The capsule appeared flared at the distal end of the capsule. Delamination was observed over the nitinol reinforcing frame of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported event for unable to advance could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.